Manufacturer narrative:
Analysis found that the distal tip had broken off the inner cutter. The portion that became detached was not returned however, it would have measured approximately 0.24¿ in length. The break occurred at the first proximal tooth valley. The outer assembly was deformed in such a way that indicates the inner blade teeth impacted the outer teeth at the 3rd proximal tooth while moving in a ccw direction. There was no evidence of concentricity issues or bend in the outer tube. There was uneven wear at the cutting tip which may indicate an interference fit between the inner and outer assemblies at the tip. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via manufacturer representative that during the endoscopic sinus surgery, the tip part of the inner tube was broken and the drilling of bones was not performed. The hcp also noted that there were no broken pieces of the reported device remain inside the patient's body. The procedure was completed with backup device. There was no delay in the procedure. There was no patient impact.